Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported error code was not found in device logs. The unit was run on a test lung for over a week without any vent inoperable errors or screen freezing. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the screen froze when the v60 ventilator alarmed. The device was in clinical use. The device was exchanged for another ventilator and therapy continued with no harm to the patient. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and reported the issue could not be duplicated. The be reviewed the event log data and found no check vent, vent inoperative, or other unexpected codes. All dates and times in the log were as expected. The rse advised the be to perform full performance verification test (pvt) prior to returning to service. The be reported error code 1009 (pressure regulation high) displayed on the screen at the time of the event. However, the issue could not be reproduced and the device successfully passed performance verification testing. The be reported, upon further review, missing log data for the two days prior to the event. The be submitted the device for further evaluation with bench repair.